Event description:
It was reported by a surgeon that a vns pt's mother indicated the pt experienced cough and could not talk. The surgeon indicated that the pt had been implanted approximately 1-2 weeks prior to the report. The surgeon further stated that the pt was programmed on to received therapy the following day after surgery. The manufacturer told the surgeon that per the manufacturer's labeling, it's recommended not programming the device on for 2 weeks after surgery to allow pt to recover from surgery. The surgeon agreed to contact the treating neurologist on the manufacturer's labeling as he programmed the pt on. Additional information was received from a company representative indicating the pt was experiencing extreme coughing and her voice was gone/having a hard time talking (voice alteration) since her implant on (B)(6) 2010. Additionally, the company representative reported that the treating neurologist had programmed the pt's device off due to the voice issues. In addition, the nurse at the neurologist's office indicated the pt had some numbness under chin above incision. Further information was received from the implanting surgeon indicating the pt was diagnosed with left vocal cord paralysis by an ent who was not familiar with vns therapy. Good faith attempts to obtain additional information have been unsuccessful to date.